Event description:
Pt had erythema and palpable lumps, diagnosed as granuloma, nine days after injection with bovine collagen. Physician injected kenalog intralesionally, which was somewhat effective in alleviating symptoms.